Event description:
It was reported that after an orthopedic procedure, procedure date is unknown, but there is a general complaint from ortho surgeon that he has had a few patients come back with skin dehiscence and would like us to be aware of it, as he feels something is wrong with our skin staplers. The patient was re-closed with a new device at a later date, post-op. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what surgical procedures has skin dehiscence been observed? Total hips. How many patients have exhibited this issue? 2. How long after the procedure did the issue present? Unknown, contact (B)(4). Did the staples fall out? Unknown. What was the shape of the staples when the dehiscence occurred? Unknown. How was the issue addressed/mitigated? Unknown. Were there events that lead to the staple issue? Unknown. What was the spacing between staples that was used? Few mm. Who applied the staples? What is there technical experience? Surgeon and pa. Any issue with the initial application of the staples? No. What was used to additionally support the staples? Stabilize the wound? Unknown.